Event description:
It was reported to boston scientific corporation on january 04, 2019 that a wallflex biliary fully covered rmv stent was to be used during a procedure performed on (B)(6) 2018. Reportedly, the patient's anatomy was tortuous and was not dilated prior to stent placement. According to the complainant, during the procedure, resistance was felt during deployment, and the stent was inadvertently released. Reportedly, the stent was not positioned as desired. The stent was removed with forceps and another wallflex biliary stent was placed to complete the procedure. There were no patient complications as a result of this event.

Manufacturer narrative:
(B)(4). A fully constrained wallflex biliary fully covered rmv stent and delivery system were returned for analysis. Visual examination of the returned device found that the outer sheath was detached/broken at the outer diameter: proximal exterior tube-endoscope interface (proximal end of the guidewire access sheath). Functional evaluation revealed that it was not possible to deploy the stent using the delivery system as received; however, the stent was deployed by gripping the outer sheath and pulling the tip distally. The stent was measured to be within specifications. No other issues were noted to the stent and delivery system. Attempts by boston scientific to clarify the discrepancy between the reported event and returned device were unsuccessful. The investigation concluded that the reported event was likely due to procedural factors such as handling of the device, the techniques used by the user, and normal procedural difficulties encountered during the procedure, which may have limited the performance of the device. Therefore, the most probable root cause is adverse event related to the procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly, and performance specifications at the time of release for distribution.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that a wallflex biliary fully covered rmv stent was to be used during a procedure performed on (B)(6) 2018. Reportedly, the patient's anatomy was tortuous and was not dilated prior to stent placement. According to the complainant, during the procedure, resistance was felt during deployment, and the stent was inadvertently released. Reportedly, the stent was not positioned as desired. The stent was removed with forceps and another wallflex biliary stent was placed to complete the procedure. There were no patient complications as a result of this event.